Event description:
It was reported, the patient had their device removed for infection. According to the manufacturer's device registry system the device was removed shortly after the initial implant. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID: 3889-28 lot# v065681, product type lead product ID: 3889-28 lot# v065681, product type lead. (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient¿s infection was at the right buttocks area and it was confirmed that both the implantable neurostimulator (ins) and lead component were explanted on (B)(6) 2008. The patient was re-implanted with a new ins system on (B)(6) 2008 without incident (manufacturer's device registry indicated an implant date of (B)(6) 2008). The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Product ID 3889-28, lot# v065681, implanted: (B)(6) 2007, explanted: (B)(6) 2008, product type - lead. Product ID 3889-28, lot# v065681, implanted: (B)(6) 2007, explanted: (B)(6) 2008, product type: lead. (B)(4).